Event description:
Additional information was received that during fluoroscopic inspection of the valve load, crown overlap between node 3 and 4 was observed. The infold was observed at the first deployment attempt. The valve was recaptured once due to incomplete opening of the valve. A procedural delay of approximately 10-15 minutes occurred as a result of the infold. Per the physician, the patient had a heavily calcified aortic valve which could have contributed to the infold.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013251164); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013231160); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the transcatheter aortic valve, an infold occurred. A different valve was used for implant. No patient complications have been reported as a result of this event.